Event description:
Medtronic received information that the pt with this bioprosthetic aortic valve developed symptoms of shortness of breath and syncopy approx one year post implant. A transthoracic echo revealed a markedly diminished valve suggestive of stenosis. A transesophageal echo demonstrated a normal ejection fraction with a severely stenotic aortic valve bioprosthesis with leaflet thickening. There were no abscesses, vegetation, or evidence of aortic insufficiency. The decision was made to explant and replace the valve, which was performed without reported complication.

Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: analysis of the returned valve demonstrates that all cusps are very stiff due to thick layers of tan to brown colored thrombotic host material that fills the outflow. Remnants of pannus remain attached to the left and right cusps on the inflow. Review of the device history record shows that this valve met manufacturing specifications when released for distribution. Conclusion: the gross analysis shows that the regurgitation is due to thrombus. Reduced performance/lack of effectiveness likely related to pt condition. The device was replaced without reported complication.